Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned for review. Device history records indicate the device was manufactured to specification.

Event description:
It is reported that the device was implanted in 2001. Approximately 6 years post-op, the pt complained of pain. It was noticed that a large osteolytic cyst formed in the proximal tibia that measured 30cc.